Event description:
Patient presented to the ed for evaluation of tia symptoms who then developed gross hematuria. H/h 8.8/28/7, ld 823 then >2500. Head CT negative for acute abnormality. Lv chamber increased from 5.3 to 6.2.